Manufacturer narrative:
(B)(4). Persona ps vivacit-e articular surface fixed bearing cat#: 42522400812, lot#: 62621094; persona ps femur cemented posterior stabilized standard cat#: 42500606802, lot#: 63690492; persona natural tibia cemented stemmed cat#: 42532007502, lot#: 63546144. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827 - 2018 - 00039, 0002648920 - 2018 - 00176, 3007963827 - 2018 - 00038, 0001822565 - 2018 - 01365.

Event description:
It was reported that patient is experiencing stiffness, inflammation, warm to the touch, fever and chills, bloody fluid and pain after right total knee arthroplasty. After physical therapy knee swells severely.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert, pain, swelling and limited range of motion are listed as known potential adverse effects. However, a definitive root cause cannot be determined with the information provided.